Manufacturer narrative:
D4: serial and lot number have been corrected. H3: product analysis found reported fault not confirmed. Device put through test over three days and could not duplicate the reported faults. Device arrived with already updated latest software version 1.5.4. H6: previously applied codes fdm b17, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#:(B)(4); h3: product analysis found reported fault not confirmed. Patient interface put through test over three days and could not duplicate the reported faults. Device arrived with already updated latest software version 1.5.4 in the field. Clip assembly missing. H6: previously applied codes fdm b21, fdr c21 and img g02005 are no longer applicable. Codes applicable are fdm b01, fdr c07 and img g0405204. 2) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found reported fault not confirmed. Patient interface put through test over three days and could not duplicate the reported faults. Device arrived with already updated latest software version 1.5.4 in the field. H6: previously applied codes fdm b21, fdr c21 are no longer applicable. Codes applicable are fdm b01, fdr c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as the customer provided incorrect details, there was no new allegation against the console and patient interfaces.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1) product ID: nim4cpb1, serial/lot #:(B)(6)/219738614, UDI#: (B)(4); 2) product ID: nim4cpb1, serial/lot #: (B)(6)/219736493, UDI#: (B)(4). The concomitant products are no longer reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1) product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; d9: device returned on 20-aug-2024 h4: manufactured date: 19-mar-2020 h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and img g02005. 2) product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4), d9: device returned on 20-aug-2024 h4: manufactured date: 19-mar-2020 h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim monitor was muting every 20-30 seconds without prompt. Unit giving error for weak connection with interface even though screen says good/strong connection. Tried both interfaces. There was no patient involvement.